Event description:
The manufacturer received information alleging a service required code related tof the device's active exhalation control module. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a service required code related to the device's active exhalation control module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's 3 way selenoid valve, proportional valve, and machine flow sensor needs to be replaced to address the issue. There was evidence of contamination.